Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient¿s pump had been removed on (B)(6) 2016. The patient had been in and out of the intensive care unit (ICU) after the device was removed. The consumer did not want to be transferred to a patient service specialist (pss). No further information was provided.